Event description:
Pt. Admitted for removal of subcutaneous sutures from abdominal wall. Patient had been complaining of painful sutures. Patinet had sutures placed in september 1991 during some type of aortic surgerydevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded, none or unknown. The device was destroyed/disposed of.